Manufacturer narrative:
The used/damaged spectrum autopass needle is not expected for evaluation, as it was discarded at the user facility. In addition, no visual evidence (photographs) of the reported "tip breakage" was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the alleged "needle tip breakage" therefore could not be determined and/or complaint verified. This lot with the UDI (B)(4) was manufactured on 13-jul-2015 in a lot of (B)(4) units. There have been a total of (B)(4) similar complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been a total of (B)(4) reports of tip breakage. During this same time frame, approximately (B)(4) units have been sold worldwide, making the rate of occurrence for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. The autopass suture passer and needle were released in oct-2014 and the use of this product is technique dependent. This failure mode is addressed in the dfmea and the risk has been deemed acceptable. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Device was discarded at user facility.

Event description:
The customer reported during a shoulder arthroscopic rotator cuff repair while using a spectrum autopass suture passer, it became difficult to pass the needle through the tissue. Upon removing the needle to replace it, the tip of the needle was found missing. An attempt to locate the missing tip was unsuccessful; causing a 5 minute delay. The surgery was successfully completed using the new needle with no further complications or patient injury. It is unknown if the needle tip remains or was washed out of the surgical site. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.